Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Data from the customer site was reviewed. The scatter populations were set too high, which resulted in neutrophils falling into the eosinophil region and being misclassified as eosinophils. Abbott field service on site adjusted the gain settings. Subsequent instrument operations were acceptable. The cell-dyn sapphire system operators manual contains information to address the current customer issue. The customer issue was specific to the cell-dyn sapphire analyzer, list number 08h00-01, requiring service troubleshooting. A product deficiency related to the event was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer states that one patient sample generated the following results on the cell-dyn sapphire analyzer: %eos = 88.6; retest = 0.563. %neu = 0.906; retest = 87.2. No suspect results were reported from the lab with no patient impact.